Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection confirmed the proximal end of the distal spring electrode was separated from the lead body insulation. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
--

Event description:
Boston scientific received information that there were episodes containing noise on the right ventricular lead that caused an inappropriate shock. As this was suspected to be a lead issue, this lead was explanted. A new competitor lead was implanted, and again, noise was noted. As a result, the competitor device was also explanted. It was noted that prior to the inappropriate shock, the patient felt woozy.